Manufacturer narrative:
Based on the available information, a ventricular lead issue is suspected and seems to start on 2023. To analyze deeper, x-ray is needed. Nevertheless, it has been indicated that no x-ray is available. - as mentioned in the intermediate report, the ventricular lead integrity cannot be guaranteed anymore, therefore, the ventricular lead replacement is recommended but remains at the physician¿s discretion. - since the lead remained implanted, no conclusive cause can be determined. This complaint is recorded for trending purposes.

Event description:
Reportedly, it is noted that in the patient's interrogation it is not possible to see how much battery she has left. It is possible to see only the impedance curve of the battery. The physician thinks that this is due to the out-of-range ventricular impedance value. They do not understand why the patient has such irregular impedance and ventricular pacing values. In addition, the hospital comments that this patient had a battery loss from greater than 4 years to 1 year and something (almost 2 years) in just one year. That is why they changed her pacing mode to vvi. The autothreshold algorithm didn't work either and they don't know why. They would like to understand this excessive battery consumption and the irregular changes of %vp and ventricular impedance.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it is noted that in the patient's interrogation it is not possible to see how much battery she has left. It is possible to see only the impedance curve of the battery. The physician thinks that this is due to the out-of-range ventricular impedance value. They do not understand why the patient has such irregular impedance and ventricular pacing values. In addition, the hospital comments that this patient had a battery loss from greater than 4 years to 1 year and something (almost 2 years) in just one year. That is why they changed her pacing mode to vvi. The autothreshold algorithm didn't work either and they don't know why. They would like to understand this excessive battery consumption and the irregular changes of %vp and ventricular impedance.